Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdm780 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "needles loosened from the thread" ? Please explain clearly the defect/issue noticed --- was the whole needle pulled off/detached/separated from the whole suture thread? Or ---was the suture thread broken near the attachment point/ swage location (where the thread and needle meet) resulting in separation of needle? Or was the needle broken into 2 pieces at the end of the needle body on the swaged part of needle ? We could not get this info from the customer. They said that suture loosened from needle. Affected sutures are available for return please confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event/ procedure ? 2 - confirmed.

Event description:
It was reported by a veterinarian that a cat underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle loosened from the thread. A new suture was used to complete the procedure. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/18/2019. Additional investigation summary: it was received for analysis an empty opened box, two empty opened folders and six unopened samples. The complaint sample was not returned for evaluation. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-89839 and 2210968-2019-89840. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/21/2020. Investigation summary ==> only a picture was returned for analysis. Upon visual inspection of the picture, two detached needles could be observed. However, no conclusion could be reach on how this happened as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.